Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set was damaged. The following information was provided by the initial reporter: the connection between the lines; where the blue line meets the white line is flimsy and it was broken, the medication spilled on the pt pants and bottom.

Manufacturer narrative:
Twenty-eight samples of item 11532269, lot numbers 25025003, 25015263, 24095231 and 25025002 were submitted for quality evaluation. All but 4 of the submitted samples were examined, primed and tested without any issues of leakage, air-in-line or occlusion identified. One sample of lot numbers 25025003, 25015263 and 24095231 had tubing damage creating a leak in the tubing at the inlet port of the in-line filter of the assembly. One sample with lot number 25025002 had damaged tubing causing a leak at the outlet port of the filter. The customer complaint of component damage ¿ leak was confirmed. The investigation for root cause was forwarded to manufacturing. After the investigation along with the manufacturing and quality operations team, the most potential root cause for a damage in the sleeve is due to an incorrect method of using the assembly fixtures for of the tubing engagement. Additionally, when production personnel pull up the assembly from the fixtures, the tubing fixture and gripper fixture the subassembly can get stuck generating a damage in the sleeve. Material#: 11532269 batch#: 25015263, 25025002, 25025003, 24095231, 24095230. A device history record review for model 11532269 with the various lot numbers was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.